Event description:
A malfunction alarm was reported by the caller, specifically noting malfunction code ¿malf 6¿ on the tandem source. There was no adverse impact on the customer's blood glucose level. The pump was reset and the issue was resolved.